Event description:
It was reported by the manufacture's rep that during implantation of an interstim device system, the radiopaque ring of the lead introducer broke off in the pt's foramen. The physician elected to leave the marker in the pt following the procedure. The procedure was completed with no post-operative problems reported.

Manufacturer narrative:
The device was rec'd by medtronic inc. For evaluation and evaluation is pending. A follow-up medwatch report will be sent once the eval is completed.